Event description:
A PICC was taken from the ICU and placed by a trainee. The guide wire was placed, then they tried to thread the PICC over the top. This action pushed the guide wire into the patient's heart, they then went into cardiac arrest. The patient died during the placement of the device. Vygon (B)(4) has indicated that the hospital considers the incident user error; however the family of the patient has requested an inquiry into the death. The hospital has therefore asked vygon (B)(4) to perform an investigation into the device involved.

Manufacturer narrative:
Vygon (B)(4) could not confirm the complaint. Having checked the batch history records, no abnormalities were found. The user tried to use the guide wire from the sheath for catheter placement although it is well described in the product's IFU how to use the sheath and the guide wire correctly. The user should be retrained regarding how to use the catheter correctly. This is the first event of this kind for this device.